Event description:
It was reported that the during a routine pulse generator change out procedure, fluoroscopy revealed that the lead insulation was abraded. The lead was tested when connected to the new device and all electrical values were within range. The lead remained implanted; the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.